Manufacturer narrative:
The events of bleb applanation and diffusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information received noting the patient had a grade 2 shallow anterior chamber and a bleb diffusion. The pressure dressing was performed at this time. Patient also underwent pressure dressings for treatment during hospitalization. On same day of release of hospitalization, the examination and testing was done again which noted "bleb applanation" and diffusion, anterior chamber was normal, and iop was 9.

Manufacturer narrative:
(B)(4). The events of hyperemia, shallow anterior chamber, cataract formation, inflammation/irritation, and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
A clinical patient with a xen 45 gel stent implanted in the right eye experienced mild conjunctival congestion of right eye, mild corneal edema, mild lens opacity and anterior chamber inflammation the day after implant. These events resolved. The next day the patient experienced a shallow anterior chamber and was hospitalized for a week.